Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had trouble with her insulin pump for a whole week. Customer ended up in the hospital with diabetic ketoacidosis. Customer's pump is not working with the reservoir set up. Customer had treated all day but was not able to get her blood glucose level to come down. Customer was hospitalized on (B)(6) 2014 for a blood glucose level over 600 mg/dl. Customer could not get her blood sugar down with needles and started throwing up. Customer was unable to talk or stand up. An ambulance came to get the customer. Customer was treated with an insulin drip, fluids, and phosphorous. Customer was wearing the pump at the time of hospitalization. No additional information provided.